Manufacturer narrative:
Corrected data: h5- in initial MDR is corrected to yes. Claim# (B)(4).

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault. On a separate visit the lens was explanted, and on the same day different surgery a replacement lens of shorter length was implanted. The replacement lens resolved the problem. Cause reported as unknown.